Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. The device was evaluated and the reported events were not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomena were not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The investigation is ongoing, and follow-up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer reported that during preparation for use, the video system unit was turning off and on by itself. There were no reports of patient harm associated with this event. Tac instructed the customer to check the fuse on the back of the unit. Fuses and connections were found to be good. Tac then recommended that the unit be sent in for evaluation.